Manufacturer narrative:
Clarification: the manufacturer was notified on june 1, 2016 of a ¿planned revision;¿ however, no additional details were provided at that time. It was not until (B)(6) 2016 that information became available suggesting revision due to adjacent level degenerative disease. As such, should have been (B)(6) 2016, while (on the initial medwatch) was correctly populated as (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Correction): it was originally reported that the planned revision was set to take place on (B)(6) 2016. However, confirmation was received that the procedure was actually performed and completed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). This report is for two (2) unknown pangea screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with pangea caps at levels t12-l5 on an unknown date for an unknown reason. Upon assessment at a routine follow-up appointment, it was noted that there were degenerative changes at levels l-5-s1 and the surgeon decided to instrument levels s1-pelvis. On (B)(6) 2016 the patient returned to the operating room for a planned revision surgery for a hardware extension of the previous fusion due to degenerative disc disease. The pangea caps were explanted and the patient was revised with new pangea caps and non-synthes (medtronic legacy) screws. There were no allegations of deficiency against any of the previously implanted hardware. The procedure went well and was completed with no reported patient harm or surgical delay. The patient's status following the surgery was reported as desired. This report is for two (2) unknown pangea screws. This report is 2 of 4 for (B)(4).